Manufacturer narrative:
Additional information added to: b3. Revision to: b5.

Event description:
A product was initially received unexpectedly and upon visual inspection, the tubing was separated at the intake port of 0.2 micron filter. Upon request for event information, it was reported that while priming the tubing with dextrose 15% solution, a leak was observed at the filter. The event occurred at neonatal intensive care unit (nicu IV). There was no patient injury.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
A product was received unexpectedly and upon visual inspection, the tubing was found separated at the intake port of 0.2 micron filter. No additional information was provided.

Manufacturer narrative:
The customer¿s report that a leak was observed at the filter was confirmed due to the micron filter¿s broken inlet spigot. Visual inspection found that the set was broken at the engagement between the adult micron filter¿s inlet port and tubing. Closer inspection observed that the inlet spigot of the filter was broken off and remained lodged inside the tubing. A white section was observed on one portion of the damaged filter spigot. This white area is an indication of stress and coincides with the corresponding point of breakage/stress on the portion of the spigot remaining within the tubing. No other damages, tool marks, or anomalies were observed with the set and its components. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. No functional testing was performed on due to the broken set and the obvious leaking that would occur. The root cause of the filter inlet spigot break is identified as a supplier assembly, handling, and shipping processes in addition to a manufacturing assembly issue involving excess solvent application at the affected engagement.

Event description:
A product was initially received unexpectedly and upon visual inspection, the tubing was separated at the intake port of 0.2 micron filter. Upon request for event information, it was reported that while priming the tubing with dextrose 15% solution, a leak was observed at the filter. The event occurred at the neonatal intensive care unit (nicu IV). It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.